Manufacturer narrative:
The foreign material failure mode was not confirmed since the unit was not returned. If the unit is returned this investigation will be reopened. Most probable root causes are:manufacturing/assembly error.incorrect or inadequate packaging.severe shipping conditions.the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there are black particles coming out of the tubing and a replacement was used.

Event description:
It was reported that there are black particles coming out of the tubing and a replacement was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.